Event description:
Rptr has noted problems with the j loop leaking, mostly when it connects to the IV catheter. No matter how tight it is, it works apart 30-60 minutes later. Then there is fluid or blood leaking all over pt. This is irritating. They have lost ivs, pt's clothes are ruined, it is hard to retape. These are not isolated incidents. Many rns from different shifts have had multiple occurrences. Also occasional problems with j loop at upper end where connector is put. It has leaked or popped off.